Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: finland.

Event description:
Reference number: (B)(4). Event occurred in finland. It was reported that the patient experienced high blood glucose levels of 468mg/dl and elevated ketone levels of 4.8mmol/l on (B)(6) 2026. It was noted that the infusion set had been used beyond the recommended wear duration of three days. The patient was hospitalized and received treatment with intravenous fluids and insulin infusion. No further information is available.